Event description:
It was reported that 80 bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced scale marking issues. The following information was provided by the initial reporter: the very first scale mark is tilted to one side; not horizontal.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 15mar2022. H6: investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 80 bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced scale marking issues. The following information was provided by the initial reporter: the very first scale mark is tilted to one side; not horizontal.